Manufacturer narrative:
No adverse patient effects were reported as a result of this observation. Available information suggests that the terminal pin portion of this ra lead will be returned for analysis. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that during a device replacement procedure, the terminal pin of this chronic transvenous right atrial (ra) lead separated while trying to remove it from the device header. The physician elected to surgically cap this lead.